Manufacturer narrative:
(B)(4). The initial report was submitted under brand name aps input output module, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name accelerator decision manager, (B)(4) manufacturing site. The documentation for this issue for the accelerator decision manager (adm) indicates that the customer is running the accelerator automated processing systems (aps) workcell with decision manger (adm) middleware. An architect c16000 system connected to the aps workcell reported a high micro albumin (>500 mg/l) for sample identification (B)(4). The creatinine assay for this sample had initial result as <400 umol/ l. A sample presentation error was generated for this sample and a sample queue error was generated for the next sample ((B)(4)). The sample presentation and sample queue errors were both documented at the aps, however the results received by the adm did not include error flags for these errors as expected. The review of the adm logs determined that the configuration of adm was based on the previous version of instrument service advisory (B)(4), which was based on aps software v1.2. With the upgrade to aps software v1.3.1, the software was changed and adm should have been configured according to (B)(4). As a result of the configuration not being updated in adm, the middleware was unable to capture the notification messages and therefore did not flag the test results for the affected samples. The abbott field service representative (fsr) was instructed to complete (B)(4) at this account. After this isa was completed, adm was still not properly capturing the notification messages from the aps for sample presentation/ sample queue errors. It was determined that the customer uses the sample type as part of the barcode identification (ID). For example, if the request ID is (B)(6), then sample ID (B)(6) is for a serum sample and (B)(6) is for a urine sample. Adm is configured to associate sample presentation/sample queue errors based on a sid to the internal adm request ID. The default configuration for adm has the sid equivalent to the request ID, but this is not the case with this customer. Based on the available information, it was determined that for (B)(4) (the sample tube with sample presentation error), the urine creatinine was repeated and this result of (B)(6) was released to the laboratory information system (lis). This urine creatinine for this sample was then repeated the following day and a result of (B)(6) was reported out to the lis. For this same sample, the micro albumin result was not reported until the following day, with a value 0.9. For the next sample ((B)(6)) which was flagged with sample queue error, the potassium and creatinine results were reported to the lis. Per the aps operations manual in appendix b under warning message w026, these sample results should not have been reported out. This sample should have been recollected and then have all assays repeated. A search of complaint databases did not find other complaints of this nature. On (B)(6) 2007, a product correction letter (fa02amar2007) was issued to provide customers with information concerning sample presentation and sample queue errors on the aps workcell and configuration of their middleware, including accelerator decision manager. A review of accelerator decision manager integrated product configuration guide ((B)(6) september 2007) determined that as part of this isa, the abbott field service representative is informed to update the handling of automation warning messages from the aps. The purpose is the aps may generate errors that require adm to prevent the results from being reported. When a sample presentation or a sample queue error is displayed at the aps exception screen, an automation warning message is generated with a warning code of x01 or x02. The abbott architect system operations manual (part number 201837-105, may 2008) indicates under section 7, operational precautions and limitations, limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. A review of the accelerator aps operations manual ((B)(6) - september 2008) determined troubleshooting assistance is provided in appendix b for sample presentation and sample queue errors. The accelerator decision manager (adm) is designed for workflow and data management for all of the immunochemistry and hematology systems to which it is connected, in clinical laboratories having multiple instruments. A single bi-directional connection with the lis or hospital information system (his) allows the accelerator decision manager to receive work orders and output analytical records. A malfunction of the system was identified. The complaint text indicates it was determined the adm middleware is not performing as intended and per design when using the sample type as part of the barcode ID. This is a final report.

Event description:
The customer states that microalbumin results for one patient were generated at greater than 500 mg/l on the architect c16000 analyzer/aps system. The sample was diluted and generated a final result of 42 mg/l. The sample was then retested neat and generated a result of 6.9 mg/l. The abbott customer technical advocate (cta) inspected the reaction graphs and suspects the initial run was performed on serum and not urine. No suspect results were reported from the lab. It is suspected that the analyzer aspirated from an incorrect sample. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.